Event description:
A pt was admitted for intervention of a restenosed renal artery. The lesion was described as 90 to 95% stenosed and moderately calcified. The reference vessel was moderately tortuous. The physician attempted to implant a 6.0 x 20/18 genesis aviator stent. When the physician attempted to cross the lesion, the balloon got caught on the strut of the previously implanted stent (brand unk) and ruptured. The device and guide catheter were removed. The physician re-wired the renal artery and another guide catheter and stent were used to successfully treat the pt. Additional info will be submitted within 30 days of receipt.